Event description:
It was reported that the device had downstream occlusion seal blister. No delay of therapy. Event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of file cn-(B)(4). It was discovered that the file was inadvertently assessed as reportable. The file is not reportable. As blister downstream occlusion (dso) is not considered as reportable. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-07458 is no longer considered reportable, please disregard any reports associated with it.